Event description:
There was an allegation of questionable results using the cobas hiv-1/hiv-2 qualitative test on a cobas 8800 system. On (B)(6) 2024, the alleged sample was tested with the abbott hiv 1/2 ag/ab screening test and generated an hiv-2 reactive result with 1.5 surface cutoff (the reporter advised this is a low positive). On the same day, the same sample was also tested with the bio-rad geenius differential assay and generated an hiv-2 reactive result with hiv-1 cross reactivity. On (B)(6) 2024, the same sample was tested with the cobas hiv-1/hiv-2 qualitative test and generated a result of hiv-1 non-reactive and hiv-2 non-reactive. The reporter is unsure which result is deemed correct. At an unknown date, a new sample collection was obtained from the patient and repeated on the competitor assays; the abbott result was negative and the biorad result was hiv-1 negative and hiv-2 was indeterminant.

Manufacturer narrative:
The serial number of the cobas 8800 was (B)(6) . The field service engineer performed sample transfer head tightness checks, process transfer a1/a2/b1/b2 tightness checks, and reagent transfer head a/b tightness checks, and all passed. He ran diagnostic checks and verified the instrument. No problem was identified. Investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. Based on the totality of information, the discrepant results are likely due to the sample being at the limit of detection (lod) of the assay as well as the differences in technician techniques and the sensitivities of the assays. Note, lod samples can be expected to waiver from positive to negative during repeat testing.